Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving stimulation from his right trial lead. Programming was attempted post-operatively without success. The physician opted to take the patient back into the operating room where two peripheral leads (off label) were added which resolved the issue.